Event description:
A customer reported "a problem with phaco power" during a cataract with intraocular lens implant procedure. The customer tried three different handpieces and the phaco power did not "sound normal". The customer did not want to use the system until it could be checked and completed the procedure using a manual technique. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).